Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated manufacturer reports #05099803-2012-04624 and #3005099803-2012-04625 pertain to the other devices. It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced injuries (specifics unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.